Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported vi phone call that they visited the hospital on (B)(6) 2020 and to the emergency room on (B)(6) 2020 due to low blood glucose level of 40 mg/dl. The customer had been using the insulin pump within 48 hours of low blood glucose level. The customer stated that the insulin pump did not suspend on low and could not program the correct bolus amount. The customer treated low blood glucose level with glucose intake. The customer alleged the insulin pump for over delivery. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.